Manufacturer narrative:
A ge service representative performed an investigation. The cine hard drive cable and connector were evaluated and reseated. The system was tested and found to be working following replacement.

Event description:
The customer reported a cine disk not available error message. This would prevent the cine function from operating, causing a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no reported of injury or death associated with this event.